Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis. The customer was in intensive care for 3 days. The customer stated her blood glucose went over 600 mg/dl and she did not give herself a manual injection just kept treating with the insulin pump. Her father came over and called 911. She mentioned that she has had issues with her infusion sets in the past. Blood glucose value at the time of the 911 call was 1087 mg/dl. During troubleshoot; it was found that the time and date were incorrect. The basal rates and bolus wizard are set up correctly. The customer stated the bolus history was blank. Customer delivered a bolus into the air and it was recorded, it was found the customer uses manual bolus. The insulin pump failed the high pressure test the first time and passed the second. The insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was programmed with the current time and date and monitored for several days; the time and date functioning properly. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump has cracked battery tube threads.